Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received an e-mail report from a site stating that, while in a spine procedure, they were experiencing intermittent camera tracking issues. Communication was lost during the procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported a site operating room (or) nurse stated that the localizer was not connected. They attempted to re-boot the navigation system with no resolution. A second navigation system was brought in to continue the procedure to completion. A medtronic representative performed a navigation system check-out, software & instruments areas passed. Hardware failure: optical communication. A medtronic representative performed a navigation system check-out, all areas passed. Replaced scu component, this resolved the optical communication issue. Ran the rev.14 firmware update again and this resolved the issue. Reported issue resolved. System is now functioning normally. Return requested. Replacement psu kit spectra shipped to site. Suspect camera returned to manufacturer on (B)(4) 2015. Medtronic investigation of returned suspect camera finds that the psu was connected to a known good system and ran for an extended time without issue. During this time there were no cycling issues recorded. No problem found. No fault found. Return requested. Replacement int scu to psu cable shipped to site. Suspect part returned to manufacturer on (B)(4) 2015. Medtronic investigation of returned suspect device finds that the returned cable to be in good condition and passed a continuity test with no opens or shorts detected. When connected to a known good system the cable functioned normally. No problem found. No fault found. Return requested. Replacement ext scu to r/a psu cable shipped to site. Suspect cable returned to manufacturer on (B)(4) 2015. Part returned, unused. Return requested. Replacement pca I/o hub enclosed shipped to site, suspect part returned to manufacturer on (B)(4) 2015. Medtronic investigation of returned suspect device finds that when connected to a known good system the I/o hub functioned normally. All usb ports were found to be functional. The hub ran for an extended time with no issues. No problem found. No fault found. Return requested. Replacement scu to I/o hub cable shipped to site. Suspect cable returned to manufacturer on (B)(4) 2015. Medtronic investigation of returned cable was found it to be in good condition and passed a continuity test with no opens or shorts detected. When connected to a known good system the cable functioned normally. No problem found. No fault found. Return requested. Replacement scu polaris spectra shipped to site (B)(4) 2015. Suspect scu returned to manufacturer on (B)(4) 2015. Medtronic investigation of returned suspect device finds that the scu powered up with the fault light illuminated. The firmware is rev.12 and did not match the psu firmware of rev.14. Event log had recorded many intermittent occurences of the hardware. System fault code - internal strober error - electrical failure a medtronic representative, following-up at the site, reported this did not delay or extend the surgery. The issue was noticed prior to the surgery and the other navigation system was used. (B)(4)

Manufacturer narrative:
The vendor's analysis confirmed failure of the system control unit (scu). Unit had a blown internal fuse. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.